Manufacturer narrative:
One of the reporter's test strips was provided for investigation and was tested using a retention meter and retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.6 inr the obtained qc value was in the allowed range of the used combination strip lot - qc lot. The measurements was without error messages. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient. Unique device identifier (UDI) (B)(4) the test strips were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received a report of questionable results obtained on a coaguchek inrange meter serial number not provided, compared to a laboratory result utilizing a bcsxp analyzer and thromborel-s reagent. The meter results were 5.0 inr and 5.3 inr. The laboratory result was 3.91 inr. The interval between the laboratory result and the 5.3 inr result was 3 hours. The patient's therapeutic range was not provided.